Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was confirmed. The foot separation was not confirmed. The foot was displaced from the guide. There was a small piece of the guide halves separated approximately 5mm from the distal end of the guide tube. The difficult to remove is related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle suture-mediated closure and repair (smcr) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contributed to the reported difficulties with the device. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely an interaction with the vessel / vessel tissue and or calcium with the foot during closing causing the foot to surf distally and become dislodged from the guide inducing the difficulty to remove and noted deformation. There was no foot as reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional impella procedure via a 6f sheath. There were no issues advancing or deploying the device in the patient. Reportedly, with the lever fully closed, there was difficulty removing the device from the anatomy. Force was applied to remove the device; upon removal, it was noted that the posterior foot was separated and the footplate remained partially open. A dissection was also noted at the access site. A surgical cutdown was performed to locate/remove the posterior foot and repair the damaged vessel. Hemostasis was achieved via surgical suturing and the impella procedure was rescheduled. There was a reported clinically significant delay due to the use of surgery. No additional information was provided.